Event description:
It has been reported that a few days after the system was first put into use, it was observed that the tubing at the junction of the stopcock was leaking cerebral spinal fluid.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.